Event description:
It was reported that no delivery and motor error alarms were received on the insulin pump while the set was being changed. Insulin exited the tubing during a manual plunger push, after disconnecting and reconnecting the reservoir and tubing. After the reservoir was reinserted into the insulin pump, a manual prime of at least 5.0 units was run and the insulin pump did not alarm no delivery. The customer declined troubleshooting for the motor error alarm. The patient's blood glucose was 283 mg/dl. A crack on the insulin pump was also mentioned. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported. Nothing further was reported.

Manufacturer narrative:
Motor error alarm occurred during basic occlusion test, due to protruded or loose drive support disk. It was not possible to perform complete testing, due to the motor error alarm. The motor was tested outside the device and passed the motor test. The insulin pump was received with a cracked case on display window corners, minor scratches on the lcd window, a cracked reservoir tube window through reservoir tube, cracked battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.